Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer believe the pump recommended too many units of insulin. During troubleshooting with tandem technical support, pump data confirmed that customer delivered a blood glucose (bg) of 95g of carbs and 25g of carbs as a bg. Customer acknowledged delivery was due to user error and stated orange juice would be consumed to compensate for over-delivery. Blood glucose level was not impacted.